Event description:
In 2002 the pt reportedly experienced facial nerve stimulation and difficulty achieving loudness. The pt was seen at the center. Programming adjustments were made. 1 month later, the pt was seen at the center. A co rep evaluated the pt's device. An x-ray confirmed proper device placement. No facial nerve stimulation was noted at this time. The surgeon evaluated the pt and found the middle ear status was normal. The pt continued to be monitored by the center. In 2003, the pt was seen at the center for device eval. The pt reportedly experienced facial nerve stimulation and deterioration in performance. The pt was evaluated by a co rep. An x-ray confirmed proper electrode placement. Testing performed confirmed that the device was functioning. The center cochlear implant team scheduled explant surgery.